Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope had water leakage in the control unit. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object came out of the distal end due to clogging of the balloon water tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, as there was a leak due to wear on the forceps control lever. The device evaluation found a foreign object came out of the distal end due to clogging of the balloon water tube. In addition to the reportable malfunction, the following were noted: the adhesive on the bending section cover had a crack and was detached; due to a scratch on the bending section cover, water tightness was lost; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value and the play of the upward/downward angulation control knob was out of the standard value; the acoustic lens was damaged; the label on the suction connector was peeled; the objective lens had a chip; the paint on the air/water-cylinder was peeled; the scope cover plate had peeling; there was a chip in the adhesive between the acoustic lens and ultrasound probe. Additionally, the following components had a scratch: the connecting tube, the image guide protector, the protector of the universal cord on the control section side, the scope cover, and switch 3. The cleaning, disinfection, and sterilization (cds) was not performed by the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.